Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively to an open coelio procedure. During testing, the balloon did not inflate. There was no patient involvement.